Manufacturer narrative:
A sample was returned and confirmed that the re-order label was incorrect. All other package labels as well as the size on the hub of the catheter were correct. This is the first report of an incorrect label for this product lot. It should be noted that the expiration date for this product is june, 2004. Therefore, this product lot is expired. A recall will be implemented for all units in this lot.

Event description:
The package labels state the catalog number is cq75124, and the balloon size is 12mm x 4cm. However, the re-order label in the corner of the sterile peel pouch states the catalog number is cq-7574 and the balloon size is 7mm x 4cm. The customer is unsure what size the balloon actually is.